Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during interrogation of a patient's pacemaker, a single event of noise was detected, described as 60 cycle noise or high frequency current noise. There was a suspicion of potential interaction between the deep brain stimulation implantable pulse generator and the pacemaker, although this was not confirmed. The patient was scheduled for a lead revision or implant procedure on the other (left) side. Device interrogation was performed on the pacemaker, and there were plans to interrogate both the pacemaker and the deep brain stimulation device simultaneously to assess for possible device interaction. No patient complications have been reported as a result of this event.